Event description:
On (B)(6) 2013 a response to a (B)(4) indicated that the patient had gone to the ER due to leaking insulin. The reporter noted that the was a crack in the tubing near the luer connection with the cartridge. It is unknown at this time if there was any damage to the cartridge. The reporter noted a lot of insulin had pooled around the cartridge. There were no blood glucose (bg) values reported and no reported signs or symptoms. This complaint is being reported based on the allegation that the patient sought medical intervention due to an insulin leak. It is unknown at this time if the leak was due to just a tubing issue, or if the cartridge was involved in the leaking.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.